Event description:
During the procedure, the arterial pump stopped. The perfusionist hand cranked the pump. The pump was changed out. There was evidence from the ECG that some air entered the coronary arteries. The ECG returned to normal and the surgery continued without incident. It was reported that the patient sustained some neurological deficits.

Manufacturer narrative:
Sorin group (B) (4) is requesting patient information from the hospital. A follow-up report will be forwarded when this information is available. The incident occurred at (B) (6) hospital in (B) (6). This medwatch report is filed on behalf of sorin group (B) (4). During the procedure, the arterial pump stopped. There were no reported error codes. The service representative's investigation revealed no pump defects. The pump was placed in the sucker/vent position until a loaner pump was delivered. The perfusionist hand cranked the pump prior to change out. The instructions for use state to use hand cranking to continue or conclude an operation as a solution to a pump stoppage. Upon receipt of the loaner pump, the pump in question was removed and sent to sgi for further testing. A follow-up report will be forwarded when additional information is available.